Event description:
It was reported that right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, noise and loss of capture (loc). A signal artifact monitoring (sam) episode also occurred, along with two ventricular tachycardia (vt) events, one with inappropriate anti-tachycardia pacing (atp) and one with inappropriate atp and shock, caused by oversensing the noise. Technical services (ts) was contacted, and an rv lead fracture was suspected. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, noise and loss of capture (loc). A signal artifact monitoring (sam) episode also occurred, along with two ventricular tachycardia (vt) events, one with inappropriate anti-tachycardia pacing (atp) and one with inappropriate atp and shock, caused by oversensing the noise. Technical services (ts) was contacted, and an rv lead fracture was suspected. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the crt-d system was explanted. The two right ventricular (rv) leads had exhibited out-of-range pace impedance measurements due to rv lead fracture caused by subclavian crush, resulting in high pacing thresholds, noise, oversensing, and inappropriate shocks delivered by the crt-d. One rv lead also exhibited loss of capture. Tachy therapy was then programed off and the patient was equipped with a lifevest until crt-d extraction could occur. The crt-d was explanted and replaced with a non-boston scientific device. A reportedly four-to-five centimeter un-retrieved fragment of the rv lead apex lead was observed during the explant procedure. There was noted patient discomfort and blood loss, and additional surgical intervention was required. The surgery was completed and a new implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.